Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker determined the cause of the reported issue to the red energy capacitor wire was disconnected from the j17 spade connector. The customer received a replacement device and this device was archived by stryker.

Event description:
During routine preventative maintenance testing by stryker, it was observed the device did not deliver defibrillation energy. There was no patient involvement reported with the event.